Event description:
It was reported that the patient experienced urethral atrophy at the cuff site of his artificial urinary sphincter (aus). A revision surgery was performed and the cuff was removed and replaced. The new cuff was placed more distal. There were no leaks or malfunctions in the aus system. The patient had a good outcome and fully recovered.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.